Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# v004541, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient reported stimulation from low back to leg on the right side but reported abdominal stimulation noted as well. The rep reported that the patient had no coverage of left sided symptoms. The rep reported that the patient had 3 falls within the last month that could have led to the issue. The rep reported that the impedances were checked in the pre-operative area and electrodes 1, 2, and 3 were greater than 37,000 ohms. The rep reported that the x-ray also showed the lead at a slanted angle and not in an ideal position for adequate stimulation of painful areas. The lead was removed and replaced. The rep reported good coverage of painful areas with new lead placement during intraoperative testing. The issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3998 lot# v004541 serial# implanted: 2006 (B)(6) explanted: 2018 (B)(6) product type lead product ID 3998 lot# v004541 serial# implanted: 2006 (B)(6) explanted: 2018 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the high impedance was not determined but that it could have been due to the lead migration or a possible lead fracture. The rep reiterated that the lead was replaced with a new lead and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the lead wire was replaced 29 days after implant because it wasn't working. There were no further complications reported or anticipated.